Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported "the product was frayed/damaged at the insertion site/tip once removed from packaging and accordingly too small for an 038 wire to be inserted through. A second and third product was then removed from packaging with the same issue until a fourth was opened and used successfully." "The case went on for a little longer due to the time required to open 4 devices." The first product with the frayed/damage at the insertion site/tip was reported on emdr# 1820334-2017-02326. A second product had a smooth but deformed tip. A third product had sheath tip damage which consisted of a nick/scrape resulting in frayed material. There was a slight delay of case reported for the time required to open four devices and is reported on this emdr# 1820334-2017-02325. The patient did not require any additional procedures due to this event.